Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support advised the customer to contact streck. All other chromatograms were normal. The g8 instrument is operational. No further action is required by field service. The most probable cause for hv3 on the l1 had high retention time on the streck quality control was degraded control material.

Event description:
On (B)(6) 2015, a customer reported that hv3 on the l1 had high retention time on the streck quality control on the g8 instrument. The customer stated there was no flag on the lt. The customer ran patient samples and no flags appeared. Technical support advised the customer to run calibration as unknown.